Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 198 mg/dl. The customer was able to complete the load process successfully and resume insulin delivery.